Event description:
It was reported that; the surgeon was performing l5-s1 tlif and the tl inserter broke off the cage. The piece broke was located around the distal tip where the inserter articulates. Instrument broke as the surgeon was advancing the cage across the disc space. There were no broken fragments.

Manufacturer narrative:
Catalog# 800094, lot# 11181402-19. Method: visual inspection; device history review; complaint history review; risk assessment; results: a materials analysis was performed on the returned device and the report concluded that the instrument broke due to ductile overload fracture. No material or manufacturing defects were found. Conclusion: the plausible root cause of the reported event is a user applied overload to the instrument.

Event description:
It was reported that; the surgeon was performing l5-s1 tlif and the tl inserter broke off the cage. The piece broke was located around the distal tip where the inserter articulates. Instrument broke as the surgeon was advancing the cage across the disc space. There were no broken fragments.